Event description:
MDR decision date: (B)(4) 2012. No serious injury alleged. Malfunction alleged. Dealer states when customer elevates the head of the bed, it slowly goes back down. And when the foot of the bed is elevated, it falls at rapid speed. Dealer alleges no injuries. MDR filed.